Event description:
Reportedly this pump was in use for pca therapy for approx. 2 hrs and programmed at a rate of 11cc/hr. The nurse reported that the syringe was noted to have the plunger at the 56cc mark on the syringe barrel and the syringe was loaded on an angle, with the barrel empty. The pt was reported to be very sedated, sleepy, but arousable, no narcan had to be given. The pts oxygen saturation level remained at 98 or above at all times. Biomed is testing the pump but does not suspect a malfunction.